Event description:
A month later it was reported that the patient has been evaluated thoroughly. An x-ray was done and there is no evidence of migration or lead fracture. Device check shows the device is working perfectly, impedances are normal. No reprogramming was needed. The patient is receiving effective therapy. Patient programmer was working well too. The company representative was last updated on the patient 1.5 weeks ago. No further news since that time.

Event description:
It was reported that there was a burning sensation. The patient was feeling heat when stimulation was on at the electrode sites. Impedances were tested and were found to all be within normal values. The patient was playing softball in june and the coverage changed. No reprogramming had been done yet. The heat was noted to have started about 2 saturdays prior to this report. Nothing happened that the patient could recall. The incision site looked fine. When stimulation was on, it would take about ½ hour to feel the heat. During the call, stimulation was turned on and heat was felt at the electrode site within about a minute. The manufacturer representative could feel the warmth at the incision site and higher. The incision site was slightly redder than when it was off. Impedance testing was done with stimulation on and felt heat ranging from 556-574 ohms. The patient moved his neck around and impedance testing was redone with stimulation on and was feeling heat with values of 553-575 ohms. X-rays were then suggested. Follow-up was performed to determine if an x-ray had been performed, if a cause had been found, if there was a 50% or greater reduction in symptoms, if reprogramming was needed, if any intervention occurred, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3708360, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3986a, lot# n279115, implanted: 2012-(B)(6), product type lead. (B)(4).